Event description:
On a (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced the fixation plate had grown into the tissues of the abdominal wall and needed to be removed. On (B)(6) 2022, the patient was hospitalized for two days and a laparotomy was performed to remove the device, the device was replaced and the same stoma site was used. While hospitalized the patient was treated with zinacef IV for two days and panadol.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.